Event description:
It was reported that the customer had an issue with the buttons of the insulin pump. Customer stated that it would go up 40 or 50 numbers and it will go back and forth. Customer stated that the up and down arrows on the keypad were not working properly. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.